Event description:
Customer reports a fiber leak at the onset of treatment on reuse number 6. This leak was noted by an audible alarm, visible blood in the dialysate lines and confirmed with hemastix. Estimated blood loss was 150cc. Treatment was continued with new disposables without incident. No pt injury or medical intervention reported.